Event description:
It was reported that during a lap cholecystectomy procedure, the ligamax had fired approx 6 clips normally. A crunch noise was heard in the handle of the device. When next firing was attempted the device jaws appeared not to engage. Device was swapped to a new device. It was noticed that a small fragment of metal had come off the device. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.